Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was hospitalized since (B)(6) 2026 for a catheter infection. Attempts to obtain additional information were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).